Event description:
It was reported that during the procedure, t1 and t2 anchors deployed simultaneously. No patient injuries was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows t1 is free from the needle but remains attached to the suture. T2 is in its customary position on the delivery needle. Actuator is in its pre t2 deployment position indicating a trigger advancement and deployment of t1. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Device was not returned in the reported condition of the complaint of simultaneous deployment. The condition of the device indicates the trigger was advanced causing the deployment of t1. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during the procedure, t1 and t2 anchors deployed simultaneously, all t's were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.